Manufacturer narrative:
Concomitant products: product ID 8711, lot # j10937r67, implanted: (B)(6) 2003, explanted: (B)(6) 2014, product type catheter; product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that there was a pocket infection. The patient had a pump refill by a home health care agency on or around (B)(6) 2014. By (B)(6) 2014, the patient had swelling, redness, and warmth over the pump site, as well as the sweats and chills. Other symptoms included drainage/incisional wound opening, fever, pain and generalized symptoms with discomfort at the pump pocket. On (B)(6) 2014, the patient went to their local emergency room (ER). The ER drained 105cc of fluid out of the pump pocket, and was described as cloudy and thick. The patient was put on bactria and keflex. Cultures were obtained from the device pocket and were positive for presumptive staphylococcus aureus. The patient¿s blood cultures were negative. The patient was sent home and instructed to follow up with the surgeon. The patient was then admitted to the hospital and a new pump was implanted and the infected pump was removed. The patient remained on IV antibiotics (vancomycin). The hcp did not attempt to wean the pump down as the patient was on 1,700mcg for stiff man syndrome, and previous attempts to wean down the pump in the past had been unsuccessful. The patient was hospitalized, the pump was explanted and replaced, medical intervention was given of intravenous (IV) antibiotics, and fluid was drained off the pump pocket. It was noted diagnostic testing was not required. It was believed the date of onset of the infection was associated with the pump refill on (B)(6) 2014. The patient status at the time of the report was alive no injury. The pump was being used to deliver baclofen. It was further reported that the patient was doing ¿fine.¿